Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin application. Upon further investigation, it was found that the implantable cardioverter defibrillator exhibited loss of bluetooth telemetry functionality. The patient was brought into the clinic and the device bluetooth was reset, but the issue persisted. No further changes were reported. There were no patient consequences.

Manufacturer narrative:
The reported event of a loss of ble between the implanted device and the merlin programmer was confirmed. The provided information was reviewed, and it was determined that the ble agent was updated and a ble reset was performed. The device ble was successfully restored despite being unable to be interrogated by the merlin programmer.